Event description:
When (B)(6) first got chair, it came without a seat belt. Also, the swing away foot rests are of a design meant to be easy to lift slightly and swung out of the way. They work by having a pin drop into a semicircular slot in the receiver. By lifting up, they are easy to swing out of the way. It is reported that one of the semicircle may not have been made deep enough, allowing the foot rest to swing too easily. The lack of a seat belt and the swinging of the footrest in towards the chair together seem to have combined to cause the problem. (B)(6) was leaving his house going down a slight ramp. The right foot rest slipped up and swing in towards the chair. Because his weight was supported by the foot rest, and he was going down the ramp, and was without a seat belt to keep him in the chair, this caused (B)(6) legs to fall forward so that he was swept out of the chair and run over by it. When the chair ran him over, it broke his legs. His back was slightly hurt in the fall. Initially, (B)(6) was treated by a local doctor in (B)(6), who put a cast on his leg. He was then taken by ambulance to the (B)(6) hospital where the cast was removed as putting a long term cast on a paraplegic is not generally a good idea. The (B)(6) put on a foot support, and will pin the leg after all swelling has gone down. He also hurt his back somewhat in the fall, and injured his other legs as well.

Manufacturer narrative:
The unit was originally done with a different type of seating, and changed in the field because the original one was thought by the client to be too high off the ground. This was changed out in the field to the current arrangement by an experience rehab technology supplier and the company rep. It is possible that this retrofit in the field meant the foot rest assembly wasn't inspected as thoroughly after assembly as would have been the case in the factory. (B)(6) requested a modified foot rest assembly that was pinned in place with a single foot board across the foot rest hangers. This was custom made and delivered, along with a seat belt, and all seems to be working properly now.